Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 400 mg/dl. Customer did not troubleshoot their high blood glucose reading. The customer reported via phone call that their insulin pump was damaged, and the insulin pump was not working. Customer cannot recall their blood glucose reading. The reservoir was unable to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. No moisture damage found inside reservoir compartment or electronic or motor assembly. Device was received with partially broken reservoir tube lip, cracked case at reservoir window corners and cracked battery tube threads. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).